Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient's first implantable neurostimulator (ins) was implanted in (B)(6) 2012 and was explanted because of an infection that had started a couple months after implant. The patient was put on antibiotics for the infections. It was noted the hcp caused the patient additional pain in that the patient got an infection from the ins the physician implanted. Further symptoms associated with the infection were unknown by the rep. Relevant medical history included occipital neuralgia and spinal pain.